Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) retractable power cord was broke and will not be pull out. There was no patient involved and no harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
After further review, an final emdr for this complaint (1325530) was incorrectly submitted. As the issue is related to power cord not being able to retract, there was no malfunction with the unit making it non-reportable to the FDA.  As a result, emdr is not necessary.  Please cancel in your database.